Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device failed to discharge when implementing treatment yesterday. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by authorized service provider (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device on site. It was determined that this was a malfunction of the power pca and main board which were replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The third-party provider replaced the power pca and main board to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the device failed to discharge when implementing treatment. Another defibrillator was used to treat the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.